Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled.

Event description:
The user had a car accident on (B)(6) 2021, and there was an open wound at the implant side (very near to the implant but the implant was not exposed). Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had a car accident on (B)(6) 2021, and there was an open wound at the implant side (very near to the implant but the implant was not exposed). The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had a car accident on (B)(6) 2021, and there was an open wound at the implant side (very near to the implant but the implant was not exposed). Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user had a car accident on (B)(6) 2021, and there was an open wound at the implant side (very near to the implant but the implant was not exposed). The user has been re-implanted.